Event description:
It was reported that during a routine device change out procedure, the atrial lead impedance measurement was low during testing. When the lead was attached to the new device and placed back in the device pocket, the impedance was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092 implantable pacing lead, (B)(6) 2004. (B)(4).